Manufacturer narrative:
Additional information: it was reported the event was first observed on CT on (B)(6) 2020. Product analysis: the reported type ia endoleak was confirmed on the films provided and was noted to be related to the observed infolding in the main body bifurcate. However, the exact cause of the infolding event could not be determined. It is possible that the infolding was anatomy related from implantation within a calcified and/or thrombus filled vessel. It is unknown if oversizing of the device in relation to the patient¿s aortic neck diameter was performed as pre-implant CT¿s or sizing sheet planning sheets were not provided for a more detailed analysis of the patient¿s anatomical measurements. It is possible that implanting a 36mm diameter bifurcate into a proximal neck flow lumen which had an aortic flow lumen from ~24mm in diameter, may have contributed to the infolding which most likely initially occurred during implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that when the patient presented for follow-up just over 6 weeks later, a type ia endoleak was identified. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient will be monitored.